Manufacturer narrative:
No unexpected frozen screen was noted. The time advanced properly. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had broken battery tube threads, a cracked display window, a cracked case at the display window corners, cracked reservoir tube, broken belt clip slot and a severely stained end cap sticker.

Event description:
The customer reported via telephone call that the battery tube was cracked and that the buttons were not responsive. The customer did not recall the blood glucose reading. The insulin pump had not been exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.